Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012769569 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was conducted. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution (discide). During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck. Verification of steering mechanisms were conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot verification (where applicable): electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the int egrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. During the inspection of the shaft segment, an inconsistent lower inner diameter (ID) in the guidewire lumen was observed. In conclusion, the reported shaft kink/bend/twist issue was not observed. The catheter failed the return product inspection due to tangled electrode wires observed in the shaft and the guidewire lumen in the shaft observed to be compromised and partially restricted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, "the space between the electrodes on the array appeared to be collapsed/compressed so there was no longer a lumen", resulting in difficulty and resistance when advancing the guidewire out of the catheter. The issue was identified immediately upon insertion, and the defective catheter was removed. A second catheter was immediately prepped and inserted, allowing the procedure to be completed and this resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.